Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive on a-rubber has foreign objects, scope connector cover unit has foreign objects, forceps elevator lever has foreign objects, right/left knob has foreign objects., up/down knob has foreign objects. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope did not produce an image and exhibited b30 and e216 scope communication error codes. The issue occurred during inspection for use. There were no reports of patient involvement.